Manufacturer narrative:
The reported oad was receive at csi for analysis. A visual examination revealed adhered biological material on the driveshaft crown. The fluid flow rate of the oad was tested and found to have met device specification. When tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the report that an occlusion occurred, could not be confirmed through analysis. The accumulation of the adhered biological material observed on the driveshaft crown may have contributed to the reported occlusion, however this could not be confirmed through analysis, and the morphology and exact root cause of the accumulation was unknown. The physician did not speculate as to what may have caused the possible occlusion. The stealth gen2 peripheral orbital atherectomy system instructions for use states that a vessel occlusion is an adverse event that may occur and/or require intervention as a result of the use of this device. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4) suggested code is slow/no flow. Results code: (B)(4) -suggested code is biological material present on device. Csi ID: (B)(4).

Event description:
The stealth peripheral orbital atherectomy device (oad) was selected for treatment of the popliteal artery, which was calcified. The oad was operated on low speed for three treatment passes, with breaks between each pass. Imaging was performed and revealed what may have been an occlusion, as the posterior tibial and anterior tibial arteries were not visible on the angiography. Balloon angioplasty was performed to restore flow. A closure device was used to obtain hemostasis in the groin access site.